Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that on the day of the implant, the atrial lead impedance measured >9999 ohms. The lead was removed, measured with the analyzer and re-inserted. The setscrews were tightened and impedance measurements were normal. About 45 days later, the ventricular lead impedance measured >9999 ohms. The lead was removed, measured with the analyzer and re-inserted. The setscrews were tightened and impedance measurements were normal. The device remains in use. No patient complications were reported as a result of this event.